Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was in emergency room due to high blood glucose on (B)(6) 2020 with blood glucose of 22.2 mmol/l and other blood glucose values were 15.5 mmol/l and 15.6 mmol/l. The customer was treated with intravenous and monitoring. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer reported that auto mode feature was not active at time of high blood glucose event. Customer reported that they did not allege insulin pump was under delivering. Customer performed high pressure test and test was passed. The insulin pump will not be returned for analysis. ¿